Event description:
The customer reported that an erroneous elevated cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold, was generated on the unicel dxc 600i synchron access clinical system for one patient. Upon repeat on the same instrument as well as an alternate instrument, lower results, within the normal reference range of the assay, were generated and regarded as valid. An additional, same patient sample, tested on the same instrument also generated a lower result within the normal reference range of the assay. The initial, erroneous accutni result was reported out of the laboratory. The patient was transferred from an outpatient clinic to a hospital emergency room based upon the erroneous accutni result. Quality control results generated prior to, and on the day of, the event recovered within the customer's established specifications. No instrument error messages were generated during this event. Beckman coulter inc. Assessment of customer supplied instrument/assya performance data indicated system checks performed during the timeframe of the event met established specifications. System temperatures were also within specifications. The original sample which generated the erroneous accutni result was a serum sample which was centrifuged for five minutes prior to testing and tested within one hour of collection. The sample was stored at room temperature and was identified as being lightly lipemic. The reagent lot and calibrator lot associated with this event were 121451 and 122054 respectively other patient results were provided by the customer but were not questioned as part of this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) assessed sample level sense and voltage, sample position alignments, belt calibration, wash carousel, dispensed probes, and mixers. No issues were noted. A sample volume verification was performed and wash/precision pump tests were executed with no discrepancies. A temperature verification was performed with no problems were found. System checks and quality control assessments generated acceptable results. No failure was detected and the instrument operated within specifications. Sample collection tube manufacturers' centrifugation requirements specify the need to centrifuge the sample for ten minutes. The customer indicated the sample involved was centrifuged for only five minutes prior to testing. A contributing cause to this event is use error for inadequate sample preparation. A definitive root cause has not been determined to date.